Manufacturer narrative:
Device used in a veterinary case -no patient information will be reported. Date of postoperative plate breakage is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is a veterinary product; 510k number is not available. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Veterinary complaint: it was reported that on (B)(6) 2018 the patient underwent a 2.4mm locking compression-dynamic compression (lc-dcp) 7-hole plate hardware removal. The plate was originally implanted on (B)(6) 2018. Subsequently, it was discovered that the plate had broken over a hole, in the middle. It was unknown if there were any surgical delay and patient consequence reported. This report is for one (1) 2.4mm/2.0mm lc-dcp plate 7 holes/57mm-1.7mm thk. This is report 1 of 1 for complaint (B)(4).